Event description:
It was reported that the insulin pump alarmed button error and that the customer was unable to get the insulin pump out of the belt clip. The blood glucose reading was 57 mg/dl, which was treated with milk and licorice stick. The customer stated that he had changed the battery prior to receiving the alarm. Advised replacement of the insulin pump, but the customer declined return of the insulin pump. Advised that a replacement would be sent. The customer did not know why he experienced low blood glucose levels. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.